Event description:
A distributor complaint report from rubin medical ab in sweden was received, highlighting that the user encountered a cartridge alarm, identified as alarm 20, during the loading process of the pump. There was no blood glucose level data available at the time of the event. As a resolution, technical support initiated the replacement of the pump, and arrangements were made for the return of the problematic device using a pre-paid label. The customer opted not to share information regarding the backup therapy being used to maintain insulin delivery.